Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 495mg/dl and a correction bolus was delivered to address the bg level. Prior to contacting tandem technical support, the customer changed their pump supplies and successfully resumed insulin delivery. The customer declined troubleshooting with tandem technical support.